Manufacturer narrative:
Date of event approximate. Model number provided is for toothbrush handle. The incident occurred on the brush heads which are an accessory. Model number of brush heads not provided; second brush head serial number is (B)(4) with a manufacture date of 09/01/2018.

Event description:
Consumer called stating that bristles from the sonicare brush head were falling off in their mouth. No injury reported. No medical attention was sought.